Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex pusher was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within a dispenser coil and within an introducer sheath. The unknown micro catheter and braid were not returned for analysis. Visual inspection/damage location details: no damages were found with the pipeline flex proximal pusher. The hypotube was found undamaged and unstretched. No damages were found with the distal marker or the proximal bumper. The resheathing pad outer layer (silicone elastomer) was found damaged. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found unstretched and undamaged. As the braid was not returned, the condition of the braid could not be assessed. Testing/analysis: n/a conclusion: based on the analysis findings, the customer report of ¿ped stuck on dps¿ could not be confirmed as the device was returned with the braid already deployed. There was no damage found on the dps sleeves that would contribute towards the reported failure. The customer report of ¿pipeline damaged during delivery/retrieval¿ could not be confirmed as the braid was not returned. Any contribution of the braid towards the ped stuck on dps could not be confirmed. Customer reported vessel tortuosity as moderate, and devices were prepared per IFU. The likely cause could not be determined. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the failures could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. The resheathing pad was found damaged, indicative of resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the pipeline flex stent (ped-250-14) was opened in the blood vessel, the distal protective cap could not be opened. After several attempts, it was opened and the distal dense mesh stent was observed to be frizzy and irregular under angiography. The dense mesh stent was replaced with a new pipeline flex stent (ped-250-16) to complete the surgery. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, middle cerebral artery aneurysm with a max diameter of 4 mm and a 2.3 mm neck diameter. The landing zone arterial diameter was 2.3 mm distally and 2.4 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as double antibody reached the standard. The angiographic result post procedure showed smooth blood flow. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.